Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later stated the device couldn't be reprocessed because it was leaking, and the machine always breaks down at the same time. Therefore, no reprocessing was carried out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Additionally, the foreign material remained in the forceps elevator since the subject device was returned to olympus without conducting/completing a reprocessing at the facility. The event can be detected by following the instructions for use (IFU) section: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that discoloration was found inside lg lens and foreign material was found in the forceps elevator, and was due to insufficient reprocessing. Additionally, the switch button 1 was cut. The color ring had a crack. The scope cover had a crack. The electrical connector had corrosion. The label on the scope connector was damaged. Due to damage on the channel tube, the forceps could not be inserted smoothly. Due to damage on k-wire, fixing force of guide wire did not meet the standard value. Due to wear of the angle wire, bending angle in the right direction did not meet the standard value. The light guide lens had a crack. The connecting tube had a wrinkle. Adhesive around the light guide lens had wear. Inside of the light guide lens had discoloration. The forceps elevator had foreign material. There was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was discoloration found inside the light guide lens and foreign material was found in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.